Event description:
The customer reported via phone call that the insulin pump was not notifying the customer when the insulin pump was alarming no delivery. The customer's blood glucose was 275 mg/dl. The customer explained that the insulin pump was not vibrating at all. The customer stated that the vibrate mode for the insulin pump was off. The customer confirmed that the insulin pump did not vibrate during the self test. The customer also stated that he had two bent cannulas in the previous month. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The back light functioned properly. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.